Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.